Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The console was serviced onsite by a field service engineer (fse). The fse checked the console and did not find any damage or malfunction related to the reported low power. Device was installed on 12/22/2020 and this event occurred over 5 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was completed and confirmed that the event of low power is defined in the risk documentation. Based on the information available, a conclusion code of device problem excluded was assigned to this investigation.

Event description:
It was reported that prior to the procedure, found that the device had low energy. The procedure was completed with this device. There was no patient complication.

Event description:
It was reported that prior to the procedure, found that the device had low energy. The procedure was completed with this device. There was no patient complication.